Event description:
The fiber was reported to have commenced forward firing at 48,203 joules during prostate vaporization. The procedure was continued with a second fiber, which was also observed to have forward fired after use (reference MFR report #2937094-2012-00031). A third fiber was used to complete the case. Neither the pt nor the end user experienced any injuries as a result of this event.